Manufacturer narrative:
MDR was submitted in accordance with activities related to CAPA# 734075. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study ID: mdt22045cstail) c5-c7 discectomy procedure in a patient (patient ID: (B)(6)). Patient medical history: anxiety, depression, ptsd, schizotypal, borderline personality disorder, cardiac pacemaker in situ, cervical disc herniation, cervical radiculopathy, foraminal stenosis of cervical region, recurring paroxysmal events with and without impaired consciousness and convulsive activity or falling and sick sinus syndrome. Diagnostics: action type: diagnostic action subtype: x-ray-1 action result: x-ray from (B)(6) 2024 showed persistent motion at the operative levels. Doctor suspected this may be contributing to her ongoing complaint of neck pain. Doctor recommended trial of an external bone stimulator to help fusion along. Ultimately, this did not heal the problem and subject continued to be symptomatic, so doctor recommended pseudarthrosis repair in the form of posterior instrumented spinal fusion to the subject. It was reported that the patient had pseudarthrosis c6-7, with motion on flexion-extension x-rays ((B)(6) 2024) and with cage subsidence, lack of bridging bone, and loosening of bilateral c7 screws. Patient underwent additional surgery due to adverse event related to initial procedure. As per site assessment, event is probably related to study device and additional procedure. There were no further complications reported regarding the event